Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. The field service engineer found that the legacy half-height cubie drawer rails were failing. The fse swapped the drawer with another unit available onsite, and no additional parts were required to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had broken hardware. Main drawer 2.2 had a broken track, which prevented the drawer from sliding properly and required top priority attention. Pcuns main drawer 4.2 and auxiliary drawer 3.1 both had cracked or broken face plates and fascia. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.